Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging pt self tester received low inratio result. Nratio2 result received (B)(6) 2013. Lab result obtained (B)(6) 2013. Caller reports results were obtained roughly 24 hours apart. Pt was hospitalized on (B)(6) 2013 for abnormal behavior associated with inr levels. The pt had been observed by neighbors walking and not coherent. Pt's therapeutic range is 2-3.